Manufacturer narrative:
Product complaint # ==> pc-(B)(4). This product was reported in error. No patient death, serious injury or evidence of reportable product malfunction occurred. Depuy considers the investigation closed at this time. Should any additional information be received to change the outcome of the performed investigation, the complaint will be re-opened

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Revision of an lps distal femur due to implant breakage that took place yesterday. The patient received an lps distal femur replacement due to the fracture not healing and also having an arthritic knee. The patient, at home, stood up to close the curtains and heard/felt a snap as the implant broke. Knee revised with another lps distal femur and original implants retrieved for analysis. I remember supporting the initial procedure in (B)(6) 2018 and both the surgeon and I recall an issue with the cement at the time ¿ after injecting the cement into the distal femoral shaft, he struggled to get the implant in and had to scrape some cement out of the femur ¿ the surgeon thinks it is possible this jeopardized the final fixation and contributed to the failure.